Event description:
During a pta treatment procedure, the pt graphix j guidewire tip fractured. The lesion being treated was located in the superficial femoral artery. The tip remained in the pt and a dissection of the area was performed in an attempt to remove the retained portion of wire. The pt was discharged with no ill effects. Additional info has been requested regarding this event.

Event description:
It was further reported that after bilateral periphearal and bilateral renal angiograms, a renal pta and stent treatment procedure was initiated to treat lesions in the left popliteal and right renal arteries. A 7f arrow flex 45 cm sheath was placed in the right femoral artery. A 5f cordis angled glidecath was inserted and a cordis (.035 x 180cm) angled glidewire attempted, but was unable to cross the lesion. The physician decided to proceed with laser therapy. The pt graphix guidewire as well as an x-80 laser catheter (.94 x 80 cm) were inserted. Laser therapy was performed. It was then noted that 2 cm of the guidewire tip and detached. The physician was made aware of this event. Laser therapy was increased. A dissection of the left popliteal artery was noted via post laser treatment cine. The pt graphix wire was removed and reinserted through the laser catheter via the non-floppy end an unsuccessful attempt to cross the dissection. The laser catheter and guidewire were removed. Swelling and firmness of the lower extremity were noted in left calf region and a pressure dressing was applied. The patient had vascular studies performed in 2003, which revealed evidence of a deep venous thrombosis. She returned to the hosp a few days later for a leg distal bypass to the anterior tibial artery as a result of a non-healing ulcer to the left foot and severe vascular disease of the leg, not as a result of the retained guidewire tip.